Event description:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that the peg that attaches the poly impactor tip to the impactor handle was broken off of one poly impactor tip.

Manufacturer narrative:
Periodic review of items removed from reusable instrument trays during reprocessing was completed. Review showed that the peg that attaches the poly impactor tip to the impactor handle was broken off of one poly impactor tip. Impaction marks visible at the base of the connection feature indicate that the component may have been impacted at an angle or with excessive force contributing to device failure.